Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. (Health effect ): f15.

Event description:
A healthcare professional reported, "deformation of left breast. Ultrasound confirmation of rupture prosthesis". This record relates to the left side. The device replaced with non-allergan brand.

Event description:
A healthcare professional reported "deformation of left breast, ultrasound confirmation of rupture prosthesis."this record relates to the left side. The device replaced with non-allergan brand.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.